Manufacturer narrative:
The investigation into the reported optical signal issue has been completed since the original report was filed. The device was returned by the medical facility. Device analysis console (B)(6) was sent back to field service for further investigation and was tested on a lab bench. Testing confirmed that the controller error was caused by a defective/nonoperational lamp in the optical bench, which was identified by both visual inspection and comprehensive testing of the optical system. Testing confirmed that replacing the original lamp in the optical bench with a known operational lamp resolved the controller error. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿ alarm header displayed in the left column; window is color-coded red for critical alarms, yellow for serious alarms, white for advisory notifications, gray for resolved alarms.¿ overlaid with a translucent yellow when the controller cannot determine catheter position, position is wrong, and placement monitoring is suspended or disabled. When the impella catheter is operating in a low flow range, placement monitoring may be suspended and the flow rate in the lower left corner of the controller display screen will turn yellow to indicate that impella position is unknown. Abnormal situation. Prompt action needed. 3 beeps every 15 seconds alarm header on yellow background.

Event description:
The user facility reported that during prepping of patient for a impella 5.5 placement and coronary artery bypass graft (CABG) in operating room (or), staff turned on automated impella controller (aic) to make sure it was going to boot up without any issues. Unfortunately, it booted up with controller error alarm and saying to consider back up controller. The staff replaced the aic successfully.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿alarm header displayed in the left column; window is color-coded red for critical alarms, yellow for serious alarms, white for advisory notifications, gray for resolved alarms.¿ overlaid with a translucent yellow when the controller cannot determine catheter position, position is wrong, and placement monitoring is suspended or disabled. When the impella catheter is operating in a low flow range, placement monitoring may be suspended and the flow rate in the lower left corner of the controller display screen will turn yellow to indicate that impella position is unknown. Abnormal situation. Prompt action needed. 3 beeps every 15 seconds alarm header on yellow background.